Event description:
Customer reported the passport v monitor displayed intermittent spo2. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 board. Unit was calibrated and safety tested to factory specifications.